Manufacturer narrative:
Product analysis in process but not yet complete.

Event description:
Corner tip of blade is fractured off. Discovered fractured product after cleaning and sterilization. Unk source of breakage.